Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors ruptured. This event occurred while filling the device with fluorouracil and with nacl 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17m023 was manufactured november 16, 2017 - november 17, 2017. Two (2) samples were received for evaluation with fluid inside the bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no evidence of a leak or rupture. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.